Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the bolus delivery allegation. Based on the log review, the bolus delivery issue was not verified.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer's continuous glucose monitor read "high" with moderate ketones, however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump delivered a bolus without user input. Although requested, the customer did not upload pump data logs for tandem technical support to perform a log review and declined further troubleshooting with tandem technical support regarding the reported issues.